Event description:
It was reported "the physician found peel-away sheath got cut during tearing off. Medical intervention was performed to remove the cutted part of the sheath in patient body.". The sheath was removed from the patient using a snare. The patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. One relevant finding was identified. For part number eb-01051-002, a non-conformance was initiated involving a peel-away sheath tearing incorrectly. Without the sample it cannot be determined if the failure mode of this complaint is related to the non-conformance found. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the physician found peel-away sheath got cut during tearing off. Medical intervention was performed to remove the cutted part of the sheath in patient body.". The sheath was removed from the patient using a snare. The patient's condition was reported to be fine.